Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and found that an error code associated to the stirrer motor was displayed and not to the patient pump as initially reported. The water leak originally reported in the initial report was not confirmed during onsite visit and this indicates that likely the user accidentally overfilled the device tanks. The error was traced back to a blocked stirrer motor which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. H.4 section has been update with the manufacturing date of the device.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about an heater-cooler pump not working and device leaking.